Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the procedure, the sales rep stated that the product could not be fired. The device was loaded correctly, but it failed to fire. The surgeon had to use a hemolock to prevent bleeding from renal vein.